Manufacturer narrative:
Per the manufacturer's subsidiary, the service technician visited the user facility and was unable to duplicate the reported complaint. The local area network/interface (lan/if) board cable was replaced based on the data log review information. Per data log review: the log showed many 'error dpram inaccessible' events. Eventually that leads to a 'critical process died' event which will cause a 'system computer needs service' message as reported. This can be caused by a poorly connected flex cable from the single board computer (sbc) to the lan/if. The log confirms the complaint.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service error logging in progress' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed via log review. No product was returned therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.